Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior approach l5-s1 fusion using rhbmp-2/acs. Post-op the patient reportedly developed ectopic bone growth, and as a result has had to undergo additional surgeries and medical treatment. Patient continues to experience pain and suffering, emotional distress and mental anguish.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following procedures: tlif l5-s1 to treat the following pre-op diagnosis: spondylolisthesis l5-s1. Per op-notes: "...the bone was reserved for grafting. Following this, a window was formed on the disc and tlif was performed as follows: on the left a window was formed in the disc and distraction applied using scissor jack. A rod was placed on the right and held in distraction. The disc material was fully evacuated using curettes and pituitary rongeurs. The endplates was prepared. The wound was irrigated and the disc space sized for a 13 mm cage. At this point after repeat irrigation, the anterior aspect of the disc space was packed with 5ml of bone graft matrix wrapped in rhbmp-2/acs. This was impacted into the anterior aspect of the vertebral body. The cage was then impacted into the anterior aspect of the vertebral body. The cage was then packed with morcellized bone which was impacted into the disc space with good fit and fixation. Top-loading plugs were sheared and the lateral gutter on the right was packed with a combination of local bone and rhbmp-2/acs, on the left with bone graft matrix and local body only. The patient was returned to recovery room in stable condition. The patient tolerated the procedure well.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.